Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the pilot valve is leaking. Additional malfunction is the power switch has no audible alarm.